Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized for thirteen days prior to death for an amputation due to gangrene on the right foot. It was reported that the cause of death is unknown, but was assumed to be sepsis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events. The device passed electrical and functional testing. An internal inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. The device was determined to meet all functional and electrical specifications. A review of the service history was performed with no issues noted that would cause or contribute to the patient death. No failure or malfunction were identified that could have caused or contributed to the home patient passing away.

Manufacturer narrative:
(B)(4). A review of the device history revealed no issues associated with the reported event. A service history review and event history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.